Event description:
It was reported that the customer opened and placed the device on the patient on (B)(6) 2026. Immediately after placement, the patient experienced difficulty breathing. The tracheostomy tube was removed and replaced with the patient¿s previous tracheostomy tube. There was patient involvement, and patient harm was reported, as the patient was unable to breathe until the original tracheostomy tube was reinserted.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.